Event description:
Outpatient arrived to our department (B)(6) 2013 for his scheduled biweekly procedure, the blue clamp was noted to be cracked and close to breaking. It was decided to have the catheter removed and replaced.

Manufacturer narrative:
The complaint of a partial crack in the blue compression clamp is confirmed. Gross and microscopic examinations of the catheter show a partial crack in the blue compression clamp. The partial crack is located on one of the arms of the blue clamp. The crack is <0.1 inches in length. Residual material is seen along the length of the crack. At this time the exact mechanism of damage is undetermined. Gross visual and microscope examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. This may be a user maintenance issue. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.